Event description:
It was reported that the tip of the driver broke off during surgery. The tip was immediately retrieved. No pt complications were reported.

Manufacturer narrative:
(B)(4): the driver was returned for eval. Visual examination confirmed the tip broke. Approx 3mm of the tip broke off which is consistent with interface during tightening. The fracture surface analysis revealed a fairly brittle fracture surface and circular material flow were consistent with torsional overload during tightening. A review of the device history records did not identify any applicable nonconformance to spec.